Event description:
It was reported that at 455,663 joules of use while using the surgical fiber during a prostate procedure, the fiber overheated. Time expended: 47:15 minutes. The physician was able to complete the case using the same fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-414a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel surface; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap has pushed forward and the bevel edge at the output window has shifted. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.